Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two samples were received and visually inspected under normal conditions of illumination finding no issues. Functional testing was performed by using a syringe to infuse water into the bag finding a leakage was detected in one of the top corners of the bag. The reported failure could be duplicated. During manufacturing, two different leak tests are performed to detect for leakage. The most likely root cause of the reported failure was due to manufacturing. Corrective actions have been taken to address the reported failure.

Event description:
It was reported that three cassettes leaked during the preparation. One leaked at the top of the bag at the transition from the hose to the bag, the second showed a wet spot between the pouch an the cassette, the third had a leak at the transition from the line to the pouch. Patient also reported a broken cassette. No patient injury was reported.